Event description:
It was reported the patient presented with a right ventricular lead which exhibited an increase in capture threshold and pacing impedance over time. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.